Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling and cutting was done on the lung parenchyma during a thoracoscopic left lower lobectomy, the physician failed to open the jaws. It was also reported that the tissue might be caught between the extruded staple pushers and jaws would not open. The issue was solved by approaching forceps, and the tissue was released from the jaws by force but no tissue damage was caused. There was no patient injury.